Event description:
The pace/sense portion of this lead was capped and replaced due to noise. The physician also chose to change out the device at the same time. The shock portion of this lead is still actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.